Event description:
When putting enfit syringe into the end of tube to check residuals, the tube collapses down on itself. When used for drainage with enfit adaptors it won't drain. FDA safety report ID# (B)(4).